Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with syncope. Upon interrogation the right ventricular lead exhibited noise seen on the electrograms with inhibition of pacing. The patient reported a fall due to syncope a day earlier. The noise was noted when the patient laid on the left said. The lead was capped and replaced on (B)(6) 2017. The lead appeared to have been crushed under the clavicle. The procedure was successful without any adverse complications. The patient was in a stable condition.

Event description:
New information received on (B)(6) 2018 notes that the lead was also fractured.